Event description:
It was reported that there was an over infusion of dilaudid. The infusion was intended to be a bolus of 0.8mg of dilaudid, however the patient was given a continuous infusion of 0.8mg/hour for several hours. The infusion was corrected when noted. The patient was drowsy but hemodynamically stable and was noted to have slept most of the day. The patient was observed to be "confused, groggy, and upset". Narcan was administered. The hospital medication safety officer indicated they had reviewed data from the event "this event was a programming error by the nurse. "

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an inaccurate delivery from a use error was confirmed through a review of the received pcu event logs. The customer requested for a log review to confirm that the drug dilauded (hydromorphone) infused at 0.8mg/h over several hours from on (B)(6) am. No devices were returned for this investigation. The customer provided the pcu s/n: (B)(6) event log, as well as a etco2 event logs s/n: (B)(6). A review of the log, around the requested date and time, noted the following for the reported suspect pca module: at 4:24 pm, on (B)(6) 2024, an existing infusion of drug ID 217 (suspect hydromorphone), dose 0.8 mg/h, was infusing at a continuous rate of 1.6 ml/h, with the pca dose set at 0.8mg (1.6ml). The continuous infusion of hydromorphone with the pca dose as above infused until on (B)(6) 2024 at the time of 4:14 am. During the above infusion the pca device received programming on (B)(6) 2024 at the time of 9:29 pm that the continuous dose at 0.8mg/h exceeded the soft max limit of 4.5mg/h with the clinician selecting the yes key to proceed. At 04:14 am, on (B)(6) 2024, the pca was reprogrammed with the following parameters drug ID 217 (suspect hydromorphone), pca only mode, dose 0.8 mg/h, volume 29.3766 ml. Alarm was shows (soft guardrails alert pca max dose 8mg exceeded 4.5mg), yes was selected. Syringe bd 50 ml with volume recorded at 12.2986ml, primary volume infused (pvi) 23.8519 ml. Root cause: the root cause for the reported issue inaccurate delivery from a use error was confirmed and is attributed to user programming as reported. A device malfunction was not alleged or was found during the log review analysis.

Event description:
It was reported that there was an over infusion of dilaudid. The infusion was intended to be a bolus of 0.8mg of dilaudid, however the patient was given a continuous infusion of 0.8mg/hour for several hours. The infusion was corrected when noted. The patient was drowsy but hemodynamically stable and was noted to have slept most of the day. The patient was observed to be "confused, groggy, and upset". Narcan was administered. The hospital medication safety officer indicated they had reviewed data from the event "this event was a programming error by the nurse."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.